Event description:
A customer reported a tandem mobi cartridge alarm, which occurred during the loading process. The customer's blood glucose level did not exceed 500 mg/dl. Initially, the customer could not resume insulin therapy after attempting to reload the original cartridge. Technical support instructed the customer to deliver a bolus and assisted in properly loading a new cartridge, allowing the customer to resume insulin therapy successfully. A goodwill order was placed for a cartridge and infusion set replacement as part of the resolution.